Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
In (B)(6) 2014, a 6f angio-seal vip was used for vascular closure of the right common femoral artery (cfa) after a pre-deployment angiogram and embolization of uterus for bleeding after a c-section. After deploying the angio-seal, bleeding occurred, and manual compression was applied to achieve hemostasis. While in the intensive care unit, the patient had pain in the leg with no pulsations. A CT revealed that the right common femoral artery was occluded and the iliac artery externa was also occluded. An ultrasound showed that the anchor and collagen were in the artery. Surgery was performed, and it was reported that the artery was like a rosette around the anchor and stuck in the intima. The clot and device were surgically removed from the iliac artery. The artery was vulnerable, and a patch was used. After a few months, the femoral artery was occluded with collateral vasculature and stenosis. Extensive collateral vasculature prevented a new operation. The patient is still experiencing discomfort and pain in the leg, and the vessels are spastic, but the patient is recovering. The physician alleged that a possible explanation regarding the collagen in the artery in march 2014 is that a fold in the intima developed between the anchor and the wall of the artery, leaving space between the anchor and the wall.

Manufacturer narrative:
The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
The iliac artery externa was also occluded with thrombus.